Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the main drawer 5 failed to recover, which hindered the user from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 6 malfunctioned due to a missing magnet in the latch insep. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.